Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a normal device replacement, when the lead was going to be loosened from this implantable cardioverter defibrillator (ICD), the physician noticed that half of the header was detached from the ICD. There were no problems with the function of the device and lead measurements were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection observed the clinical observation of a slightly loose header. Laboratory analysis confirmed that this header was loose.

Event description:
Boston scientific received information that during a normal device replacement, when the lead was going to be loosened from this implantable cardioverter defibrillator (ICD), the physician noticed that half of the header was detached from the ICD. There were no problems with the function of the device and lead measurements were within normal limits. No adverse patient effects were reported. Additional information was reported indicating that this device was returned and a device evaluation was completed.